Event description:
The user facility reported a patient experienced bleeding from the sheath during a procedure in the femoral vein access. Follow-up communication with the user facility confirmed that: the blood leakage was only noted after the dilator was removed; patient did not need transfusion as they were able to manage it quickly; the procedure was completed successfully; and there was no impact to the patient as a result of the event.

Manufacturer narrative:
Although there was reportedly no impact to the patient & an estimated volume was not available, the event description indicates that some blood loss did occur. Based on evaluation of user facility information & the returned sample; based on reserve sample evaluation. Conclusions: based on evaluation of the returned sample; based on reserve sample evaluation. The involved device was returned and evaluated. Visual inspection found that the valve was noted to have been dislodged and pushed to the side of the valve assembly. The valve was removed and inspected at 10x and 20x magnification, damage was noted off center of the valve. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitely determined, the investigation results are consistent with the valve having been damaged as a result of the dilator or another device being inserted into the valve off center, which caused the damage to the valve and caused the valve to become dislodged from the valve assembly. The device labeling in the cautions section of the instructions-for-use states, "insert the dilator into the valve center sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.